Manufacturer narrative:
Upon sample receipt, the titanium adapter was determined to be a non-baxter product. There is no allegation against a baxter product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient¿s peritoneal dialysis (pd) catheter and the locking titanium adapter. It was further reported the connection between the titanium adapter and the pd catheter ¿came off¿. There was no patient injury or medical intervention associated with this event. No additional information is available.